Manufacturer narrative:
(B)(4)

Event description:
It was reported that company representative was needed in the emergency room to program dose down because the pt was really "gorked" - really out of it. Pump had been replaced/implanted two days before. Drug info and dosing were not reported. Add'l info has been requested, but was not available as of the date of this report.